Manufacturer narrative:
B5: upon follow up it was reported the antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin (1gm, intraperitoneal, for 7 days, discontinued) and meropenem (1gm, intraperitoneal, for 7 days, discontineud) for peritonitis. On an unknown date, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.